Manufacturer narrative:
(A1) patient identifier: (B)(6).

Event description:
S2444 elegance. It was reported that vessel dissection occurred. The subject underwent treatment with eluvia drug-eluting stent and ranger drug-coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in the left distal superficial femoral artery, left proximal popliteal artery, left mid popliteal artery extending into left distal popliteal artery with 6 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with lesion length of 220 mm and 100% stenosis and the inter-society consensus for the management of peripheral arterial disease (tasc) ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 4 mm x 200 mm charger pta balloon. Treatment of target lesion was performed by placement of study devices, 6 mm x 120 mm, 7 mm x 80 mm and 7 mm x 60 mm of eluvia drug-eluting stents. Following post dilation was performed using 5 mm x 120 mm and 6 mm x 100 mm of charger pta balloons and the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, dissection was noted in the target lesion 001 due to 5 mm x 120 mm charger balloon. The dissection was treated by dilation with 5 mm balloon followed by 6 mm x 120 mm eluvia from p3 into p1, 7 mm x 80 mm eluvia from p1 into distal superficial femoral artery and 7 mm x 60 mm eluvia from distal superficial femoral artery more proximally. On the same day, the complication of dissection was resolved. On (B)(6) 2022, subject was discharged on aspirin and clopidogrel.